Event description:
The drt150 model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). Due to complaints of blurry vision and patient was not happy with vision, visual acuity only went down to 20/40, the iol was explanted in a secondary surgical procedure and replaced with a non-johnson & johnson iol. There was no medical intervention, no patient injury, and no surgical intervention during the lens exchange procedure. Patient prognosis post lens exchange was reported as great and 20/30 visual acuity one day post-op. No further information is available.

Manufacturer narrative:
Additional information: section d-6a date implanted: unknown as information was not provided. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.